Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, at the start of the procedure, a u-02 error was displayed on the erbe vio generator. Intuitive technical service engineer (tse) walked the customer through recommended work around, but the issue persisted and would not resolve. Tse suggested possible use of the force triad generator with a da vinci activation cable. The customer did not have them. It was unknown if the customer continued the procedure or converted. There was no reported injury. Intuitive surgical inc.(isi) sales representative informed that the site is asking for use of validated third party backup generator with da vinci system to complete the case. Tse explained that isi has not validated any other third party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe due to u-02 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit was placed on an in-house system and was run in normal mode. The reported error was reproduced.